Event description:
The device was returned after being explanted due to end of service indicator. The device subsequently tested out of specification during manufacturer's analysis. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis revealed that the device experienced a eos (end of service) event during the initial attempt to establish a telemetry session. Inspection of the device after the eos event found that the integrated circuit was extensively damaged.